Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have the patient operative report noting vicryl suture was used? What is the patient known history of sensitivity or allergy? What tissue was the vicryl suture used on? What was the condition of the tissue prior to use (weak, diseased, healthy)? How was the suture placed (interrupted or continuous)? How many knots were placed at the ends (how many throws)? Can you identify the product code or size of the vicryl sutures? What date did the patient present to you with symptoms (how many post op days)? What is your opinion as to the relationship of the vicryl sutures to the patient symptoms? What medical intervention was indicated to treat the symptoms? What was the last date you evaluated the patient symptoms? What is your opinion of the patient current reaction to the vicryl suture spitting? What was the last visit and condition of the patient? Additional information was requested and the following was obtained: what was the reason for this surgical procedure? - surgery was performed due to increasing debilitating back pain associated with my l3, l4, and l5. What ethicon product was used? Do you know the product code or lot number ? - vicryl was used, but I do not know the product code nor lot number. This information may be obtained from the hospital. When did the issue begin? -I am not sure when the issue began as I did not know what the sensation was until my dermatologist removed an exposed suture on (B)(6) 2015. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? -I saw a physician's assistant who said there was nothing that could be done short of surgery. My surgeon said to let him know immediately if there was another suture spit. I have another appointment with him set for (B)(6). Please provide your gender (if not obvious), age and body weight and height at the time of this surgical procedure. - I am female. At the time of surgery, I was (B)(6), maybe weighed about (B)(6). Was a new surgery performed to correct your condition? If yes, date and name of the procedure? -there has not been any subsequent surgery. Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? - I had hysterectomy and hernia repair surgery almost 20 years ago; hip replacement surgery 6 years ago, and this back surgery last year. No complications.

Event description:
It was reported that the patient underwent a lumbar surgical procedure on (B)(6) 2015 and suture was used due to increasing debilitating back pain associated with l3, l4, and l5. Following the procedure, the patient began to notice issues in the (B)(6) 2015. The exposed suture was removed on (B)(6) 2015. It was also reported that the suture has not yet dissolved and the patient is experiencing suture spitting, pins and needles poking sensation when repositioning the body, sitting, standing or lying down. It is causing the patient to walk stooped over and severely limits her activity. The patient has seen a surgeon in (B)(6) 2016 and no treatment was recommended. Additional information has been requested.